Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Further information was received that an additional out of range measurement was detected. All other measurements were appropriate. It was indicated the impedance trends between 90 - 130 for this patient. As this is an ongoing issue, the patient will continued to be followed remotely. No adverse patient effects were reported.

Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range shock impedance measurement on the right ventricular (rv) lead. As the shock impedance measurements have been relatively high since implant, no testing or intervention will be performed. The patient will continue to be monitored. No adverse patient effects were reported.